Manufacturer narrative:
(B)(4). The crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at the first thread from the neck. The mas joint is locked in the straight direction. The mas bone thread and the broken section present multiple damages which come from the explantation maneuvers. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section which is parallel to the rod canal. A portion of the broken section is worn due to repeated contact with the two broken parts of the mas. No defect was found at the level of the starting point and over the section. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an open spinal fusion using posterior fixation to treat spondylolisthesis. Approximately three months post-op, x-ray images showed a broken bone screw at s1. The patient underwent a revision surgery to remove the broken screw. During the revision, a second screw was noted to be broken and was also removed and replaced.